Event description:
The customer reported via phone call that he had jumped into a pool with his insulin pump on. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer stated that the pump was submerged in water when he accidentally jumped into a pool. Customer stated that he has a back-up plan of manual injections via insulin pen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.